Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set was found separated; further described as ¿the set was apart at the tubing and the spike¿. This was identified while the set was still in the package, prior to use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that the distal y-site of a clearlink duo-vent continu-flo solution set was broken. This was noted during infusion of norepinephrine. There was no patient injury or medical intervention associated with this event. No additional information is available. (B)(4). The device was received for evaluation. Visual inspection was performed and revealed that the set was broken at the junction of the tubing and the second y-site of the set. A piece of the tubing remained inside the second y-site. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.